Event description:
Reportedly, during the implant attempt of the subject device connection problems in the atrial channel occurred. When engaging the atrial set screw "it felt loose" and there was no clicking noise. With some effort the physician was able to tighten the set screw, and a pull test suggested that there was appropriate connection. To ensure the atrial lead was properly connected, a separately package screwdriver was opened and clicking of the screwdriver was obtained, verified by the lead pull test. The subject device remains implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis pending.